Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room as they experienced a syncopal episode. There were no stored episodes and the presenting electrogram showed the device was operating as programmed. However, a cause has not been determined. This pacemaker remains in service. No additional adverse patient effects were reported.